Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care became aware that a customer scanned the armband with several different I-stat1 analyzers and displayed incorrect numbers. The customer stated if they hold the analyzer about three inches away, it reads correctly at times, but when the ID is scanned about 6 or 7 inches away, it reads another patient's ID. Customer is using code 128 bar code. Customer analyzers: sn (B)(4). The customer does not believe it is the analyzers and is not returning analyzers for investigation. The customer returned armbands for investigation and believes that printer quality may be issue with further on site testing. Preliminary investigation suggests that the quality of the bar code print seems to be the cause. It is confirmed with other I-stat1 analyzers. However, the investigation to determine root cause is underway. Based on the information at the time, there were no injuries associated with the event.